Event description:
The liner broke during the implantation. It did not affect the pt except to delay surgery by 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.